Event description:
The distributor from france reported that the pump's screen was broken, remaining black and unresponsive, making the touchscreen unreadable and the menu inaccessible. There was no reported impact on the customer's blood glucose level as no information was provided. The pump was to be returned by the distributor, and a replacement pump was assigned a new serial number.